Event description:
It was reported that the patient underwent a revision of the implantable pulse generator (ipg) due to insufficient healing at the ipg site. The event resolved the same day. The event was assessed as related to the procedure, and not related to the device hardware or stimulation. The device remains implanted. Additional information was received that the patient had wound dehiscence at the ipg site. The patient stated the wound did not heal completely, and that it caused stains after showering. There were no signs of infection. Physical examination revealed a scar in the left lumbar region with a scab in the middle section. It was felt the patient was probably experiencing scarring issues due to intolerance of a suture.

Event description:
It was reported that the recently implanted patient underwent a revision of the implantable pulse generator (ipg) due to insufficient healing at the ipg site. The event resolved the same day. The event was assessed as related to the procedure, and not related to the device hardware or stimulation. The device remains implanted.